Event description:
The olympus employee reported on behalf of the customer that the thunderbeat 5 mm, 35 cm, front-actuated grip type probe broke off during therapeutic removal of pedunculated fibroid and ovarian cystectomy procedure and the device fell off outside the body cavity. It was originally thought that the probe broke and fell off inside the body cavity. Upon further clarification the physician informed the probe broke outside the body cavity and was found on the floor of the operation room after they searched inside the body cavity for approximately 2 hours. The patient was under general anesthesia for 2 hours. The procedure was completed with another similar device. Reportedly, there was no diagnostic imaging planned or required. No serious deterioration in the state of health of the patient. There were no complications reported. The reported problem did not affect the therapeutic or diagnostic outcome of the procedure. No other intervention was required during the procedure. No error messages were reported. The condition of the patient was not impacted by the failure. No patient health hazards reported. The device was inspected before use.